Event description:
It was reported that the patient experienced brief asystole. The device exhibited a loss of pacing but with clear pacing spikes, and a loss of telemetry. It was determined that this could have been due to electromagnetic interference via electrocautery. The device was reprogrammed then explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. (B)(4). If information is provided in the future, a supplemental report will be issued.